Event description:
The customer reported during administration of the cytarabine compounded, the nurse detected leakage from the infusion set, specifically between tube and drip chamber. No sample was available for evaluation. One picture was available for evaluation. Visual inspection of the received pictures showed a leak at the kinked tube between lower drip chamber and tube. A visual inspection of all same batch retain samples did not find any non-conformity. A free flow/tightness/practical test was performed on one retain sample of complained batch and no abnormalities were found. A review of production documents did not show any deviation related to the complaint reason. A potential root cause was found to be caused by an operator error where the operator did not insert the tube to the bottom of dispenser which lead to insufficient solvent on the tube.